Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. Which markets the devices in the us.

Event description:
It was reported that dr performed a primary total hip in 2007. He revised the cup only in 2008 due to pain. The cup was pulled out with rongeur and there was no infection, and no metal reactivity reported. It was reported that there was a cloudy, yellowish, slimy layer between the cup and the acetabulum.